Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that the patient experienced a minimal loss of blood during this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set leaked from the port. This occurred during infusion of an unknown solution. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. This is report 1 of 15.